Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color and the plug was not released. There was no reported patient injury. While using the closure device for hemostasis, the unknown sheath and device were completely removed from the body, but the indicator window did not change color and the plug was not released. Additional information was requested but not provided. The device will be returned for evaluation. Per preliminary review of the image, the indicator wire appears to be in a vertical orientation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color and the plug was not released. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or packaging damage prior to use. While using the closure device for hemostasis, the non-cordis sheath and device were completely removed from the body, but the indicator window did not change color and the plug was not released. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. When the device was removed, the indicator wire loop was deployed and visible, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. A non-cordis sheath was used. The femoral artery¿s suitability was confirmed via angiography with a 30¿45 degree insertion angle, and the vessel diameter was verified to be =5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no nearby stent, and no stenosis >50%. No closure device or manual compression had been used on the target site within thirty days prior. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was used during an interventional procedure using a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. An indicator wire deployment test simulation could not perform due to it being received already deployed. Additionally, the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to assess the indicator wire loop and internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition with successful plug deployment during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color and the plug was not released. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or packaging damage prior to use. While using the closure device for hemostasis, the non-cordis sheath and device were completely removed from the body, but the indicator window did not change color and the plug was not released. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until bleed back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. When the device was removed, the indicator wire loop was deployed and visible, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. A non-cordis sheath was used. The femoral artery¿s suitability was confirmed via angiography with a 30¿45 degree insertion angle, and the vessel diameter was verified to be =5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no nearby stent, and no stenosis >50%. No closure device or manual compression had been used on the target site within thirty days prior. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was used during an interventional procedure using a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.